Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, upon recapturing the nose cone, the delivery catheter system (dcs) appeared overdriven. A decision was made to rotate the handle counterclockwise to pull the capsule back but the entire dcs was rotated instead. When the operator was advised to stop and rotate just the handle, they quickly rotated the handle in the opposite direction which overdrove the capsule more. There was resistance noted when removing the dcs due to the capsule being overdriven and as a result it would not retract into the 18 french sheath. It was reported that the nose cone came off of the dcs in the abdominal aorta. The nosecone was snared into an 18 french sheath and removed from the patient. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the catheter tip was separated from the inner member the handle was intact. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Several voids were observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. A kink was observed on the proximal end of the inner member shaft at the strain relief transition. The inner member was damaged and frayed at the catheter tip detachment site. Traces of the inner member were visible within the catheter tip chamber. A section of nitinol was exposed along the distal end of the capsule.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A void was observed on the capsule of the returned delivery catheter system (dcs), which indicates delamination between the capsule outer polymer and the nitinol frame, and typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The instructions for use (IFU), cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Historically, the root cause of a break within the inner member shaft leading to tip detachment has been related to manipulation of the dcs by the user resulting in damage to the inner member shaft. In addition to the above caution, the IFU also instructs: ¿when using a separate introducer sheath, if increased resistance is encountered when removing the catheter through the introducer sheath, do not force passage. Increased resistance may indicate a problem and forced passage may result in damage to the device and/or harm to the patient. If the cause of resistance cannot be determined or corrected, remove the catheter and introducer sheath as a single unit over the guidewire, and inspect the catheter and confirm that it is complete¿. The potential root cause of the tip detachment in this case is user technique, however as no cines w ere submitted for review, a root cause cannot be conclusively determined from the limited information available. There is no indication that a failure of the device to meet manufacturing specification occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.